Event description:
It was reported that the customer experienced an ongoing low blood glucose (bg) level ranging from "low" (specific value was not provided) to 43 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. A review of pump data was performed. Based on the log review, the user settings were changed by a user of the pump that changed multiple settings, including basal rate, carb ratio and correction factor. The correction factor was changed from 1u:125 mg/dl to 1u:22 mg/dl. This change would result in larger boluses for the time frame affected, between 11:00 am and 4:00 pm every day. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A replacement pump was sent to the customer for customer satisfaction and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin."